Event description:
During the refill, they were unable to remove any fluid from the pump reservoir. They attempted to refill the pump with 20 ml of baclofen (500 mcg/ml at 89.96 mcg/day), but the physician was unsure if the drug was introduced into the pump reservoir. The physician suspected that they did not successfully introduce the drug into the reservoir, it was extravasated. On (B) (6) 2010, the pt went to the emergency room reporting that her spasticity had returned. After pump interrogation, they confirmed 11.4 ml should be left in the pump. They then stopped the pump and tried to remove the contents of the reservoir, but they couldn't. They tried to introduce new medication into the pump, but they couldn't do that either. The pump was replaced. The pt outcome was reported as, "pt is still on follow-up at the hospital".

Manufacturer narrative:
(B) (4).